Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device was jailed and subsequently was unable to be removed despite multiple attempts. The patient was taken to surgery for removal of the wire.

Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.